Event description:
The customer reported that while running an antibody screening assay, summit sample handler did not pipette sample in row 2 and did not give an error message. An ortho field svc engineer was dispatched. No report corresponds to ortho-clinical diagnostics, inc complaint number 98-01757-04.